Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and chlamydial infection ("chlamydia") in a 35-year-old female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced nausea ("nausea") and vaginal infection ("infection (bladder/ urinary tract/vaginal)type- vaginal"). On (B)(6) 2013, the patient experienced weight increased ("weight gain/weight gain/loss (specify which one: weight gain)"), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric problems: depression and anxiety"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/dyspreunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2017, the patient experienced vaginal disorder ("(bladder/ urinary tract/vaginal) type: vaginosis"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced chlamydial infection (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and fatigue had resolved and the chlamydial infection, weight increased, nausea, menstrual disorder, vaginal disorder, depression, anxiety, dysmenorrhoea, vaginal infection, migraine, headache and alopecia outcome was unknown. The reporter considered alopecia, anxiety, chlamydial infection, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient tolerated the procedure. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: chlamydia infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. New events added: infection (bladder/ urinary tract/vaginal) type- vaginal, migraines / headaches, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and chlamydial infection ("chlamydia") in a 35-year-old female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal disorder ("(bladder/ urinary tract/vaginal) type: vaginosis"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced chlamydial infection (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and fatigue had resolved and the chlamydial infection, weight increased, nausea, menstrual disorder, vaginal disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, chlamydial infection, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient tolerated the procedure. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event chlamydia infection, pelvic pain . Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received . Following event: bladder/ urinary tract/vaginal) type: vaginosis, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and chlamydial infection ('chlamydia') in a 35-year-old female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced nausea ("nausea") and vaginal infection ("infection (bladder/ urinary tract/vaginal)type- vaginal"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain/loss (specify which one: weight gain)") and experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric problems: depression and anxiety"). On 1-jan-2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/dyspreunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2017, the patient experienced vaginal disorder ("(bladder/ urinary tract/vaginal) type: vaginosis"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced chlamydial infection (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue and vaginal infection had resolved and the chlamydial infection, weight increased, nausea, menstrual disorder, vaginal disorder, depression, anxiety, dysmenorrhoea, migraine, headache and alopecia outcome was unknown. The reporter considered alopecia, anxiety, chlamydial infection, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient tolerated the procedure * current weight 195 lbs. Patient received treatment for events ¿ pelvic pain , abnormal bleeding, bladder or urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event chlamydia infection, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of vaginal infection updated to recovered / resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and chlamydial infection ("chlamydia") in a 35-year-old female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal disorder ("(bladder/ urinary tract/vaginal) type: vaginosis"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced chlamydial infection (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and fatigue had resolved and the chlamydial infection, weight increased, nausea, menstrual disorder, vaginal disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, chlamydial infection, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient tolerated the procedure current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event chlamydia infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and (B)(6) infection ("(B)(6)") in a (B)(6)-year-old female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia"), weight increased ("weight gain"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and (B)(6) infection (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and fatigue had resolved and the weight increased, nausea, menstrual disorder and (B)(6) infection outcome was unknown. The reporter considered (B)(6) infection, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event (B)(6) infection, pelvic pain . Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs+mr received - lot number received, reporter added, lab data added, events added as: vaginal hemorrhage, (B)(6) infection, fatigue, menorrhagia. Incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.